Manufacturer narrative:
The technician replaced the siderail latch assemblies to repair the bed.

Event description:
Info received indicates the left and right head siderail are not latching properly.